Manufacturer narrative:
This is one of two device reports related to this event. A follow-up report will be submitted upon receipt of additional info.

Event description:
The plaintiff's attorney alleged that the pt experienced cardiac arrest and expired. It was also alleged that the event was caused by the product which was administered to the pt for dialysis treatment.